Manufacturer narrative:
G4: 14may2020, b4: 16may2020. The customer was conducting a preventive maintenance on this unit when they noticed the battery failure alarm message. The customer states that they recently got this unit from storage at a facility that went out of business. The se (service engineer) remotely confirmed the failure. The customer replaced the battery to resolve the reported issue. The unit has returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The customer reported an unknown malfunction. There was no patient or user harm reported.